Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/05/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection which occurred 3 days after the sensor had been inserted in the arm. The patient developed redness, inflammation, and a scar extending beyond the patch perimeter. The patient had an itching sensation in the area. Prior to sensor insertion the area was cleansed with soap and water. The patient consulted a health care provider who prescribed an oral antibiotic medication (keflex 500 mg twice per day for five days) for the infection. At the time of the report, the patient stated the wound started to heal 3-5 days after antibiotic treatment and was feeling fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.